Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the fibulink screw was inserted into the tibia and then once the silver tube was filled the other way the link did not engage into the cap most likely the extended cap was needed. Surgeon pulled on the silver tube again to try to engage it and the tube released. Therefore, releasing the entire implant before the procedure was able to be completed and then the screwdriver would not engage into the screw to be able to remove it, so a removal kit had to be open and used to removed the implant. Procedure was successfully completed with a twenty(20) minutes delay. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 2 for complaint (B)(4).